Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 261 mg/dl. The customer¿s current blood glucose was 209 mg/dl. The customer treated high blood glucose by changing infusion set. Customer alleged insulin pump was under delivering. Customer declined to perform the high pressure test. The product was not returned for analysis.